Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant, a vector check of the implantable cardiac monitor (icm) showed noise and the electrocardiogram was not displayed clearly. The icm was not used and was replaced. It was also noted via additional information obtained from follow up, that the cause of the noise was that conductive patches were not used during the vector check, therefore, user error. No patient complications have been reported as a result of this event.